Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample syringe, sample wash syringe, and buffer valves. The fse replaced the sample syringe, sample wash syringe, and buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous high sodium (na) patient results on their au5800-10 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide patient data and demographics for review.